Manufacturer narrative:
The reported event of sheath fracture and soft gray tip damage was confirmed. The sheath had been torn just distal to the hemostasis hub; the sheath tubing remained attached. The sheath soft gray tip was flared. The cause of the sheath fracture and soft gray tip damage is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a pulmonary vein isolation procedure, the device was placed into the patient and after removing the dilator, the soft tip of the sheath was noted to be flared. Additionally, the shaft of the introducer fractured just above the hub. There were no adverse consequences to the patient.